Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon is to be familiar with the equipment, instruments and surgical procedure prior to performing surgery." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03944 / 03945).

Event description:
During a shoulder arthroplasty, the comprehensive stem inserter and the glenoid baseplate impactor would not disengage easily from the implants following impaction. New tools were used to complete the procedure without delay.